Manufacturer narrative:
Section d10: second percutaneous lead received on jun 5, 2020. Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 30mar2017. A pump stop event and driveline fault alarms were confirmed via the submitted log file data. The account communicated that the patient was in the operating room for a driveline debridement procedure and several driveline fault alarms were noted during the surgery. A distal end driveline repair was performed by an abbott technical services representative on (B)(6) 2020 under work order: (B)(4). Following the repair, the driveline fault alarms returned, and pump stop events were reported on (B)(6) 2020 while the patient was supported with an ungrounded patient cable. The account communicated that the patient continued to experience intermittent pump stop events despite remaining on battery support or the ungrounded patient cable. A second distal end driveline repair was performed by an abbott technical services representative on (B)(6) 2020. Following the repair, the driveline fault alarms were still noted to be intermittently active. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information was requested from the account; however, no further information was provided. Log file: (B)(4) contained data spanning from on (B)(6) 2020 at 13:24:25 to on (B)(6) 2020 at 15:12:08, per the timestamp. A total of 217 driveline fault alarms were captured throughout the log file. Log files: (B)(4) contained relevant, overlapping data spanning from on (B)(6) 2020 at 16:36:36 to on (B)(6) 2020 at 13:45:53, per the timestamp. Beginning on (B)(6) 2020 at 18:31:34, persistent driveline fault alarms were recorded for the remainder of the log file (62 in total). Log file: (B)(4) contained data spanning from on (B)(6) 2020 at 22:28:24 to on (B)(6) 2020 at 17:24:23, per the timestamp. Throughout a pump stop event with associated low speed / flow alarms was captured on (B)(6) 2020, beginning at 08:55:29, while the system was supported with the power module. A total of 182 driveline fault alarms were also active throughout the log file. Based on our complaint history and similarly reported events, the pump stop event and driveline fault alarms captured in the log file data are consistent with potentially driveline wire compromise; however, a specific cause for the pump stop event and driveline fault alarms cannot be conclusively determined through the evaluation of the returned portions of driveline. The approximately 15.5" and 24.0¿ segments of driveline replaced by technical services were returned for evaluation. Electrical continuity testing of both drivelines did not reveal any discontinuities or shorts. Visual inspection of the wires of both drivelines after the silicone sleeve, bionate, and metal-braided shield layers were removed did not reveal any breaches or areas of concern. The drivelines were submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. An incidental finding of cosmetic damage to the silicone sleeve was identified underneath a rescue tape repair on the approximately 15.5¿ segment of driveline replaced. The heartmate ii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Instructions regarding preventing infection are outlined in various sections of this document. The IFU discusses damage due to wear and fatigue of the driveline and states that all heartmate ii lvad drivelines have the potential for wire / shield breakdown to occur depending upon the length of use and movement/flexing over time. This document explains all system controller alarms and the proper actions associated with them. The heartmate ii lvas patient handbook contains instructions on preventing infection, as well as information on caring for the driveline. This document explains all system controller alarms and the proper actions associated with them. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient continued to experience intermittent pump stop events despite remaining on battery support or the ungrounded patient cable. A second distal end driveline repair was performed by an abbott technical services representative on (B)(6) 2020. Following the repair, the driveline fault alarms were still noted to be intermittently active. Related manufacturer reference number: 2916596-2020-02806.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the operating room (or) having a debridement of their driveline site. Several driveline fault alarms were noted in the or. The log file captured continuous driveline fault events. It was recommended to exchange the controller and then perform 25 power cable disconnects to log some data into the controller and then send that log in to be analyzed. Additional information was received that, after the suggested actions were performed, the wire values were in a normal range but it was likely that the driveline faults will return. The image provided showed some shield disruption at the external bend relief while the internal portion appeared to be intact. New log files that were submitted on 08may2020 showed the same wire being affected so true driveline fault events occurred. Approximately 19.5" of the external portion of the percutaneous lead was replaced on (B)(6) 2020. Following completion, the driveline fault alarm persisted. It was later reported that the patient started having pump stops on (B)(6) 2020 while on ungrounded cable. Upon log file review, (4) pump stops and (1) low speed advisory were observed. Speed drops were as low as 0 rpm. Per the reporter's email, these events occurred while the patient was using an unshielded patient cable. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appeared to be occurring on both power module/unshielded patient cable and may occur on batteries. The log also displayed continuous driveline fault alarms during the length of the file. Despite remaining on batteries or ungrounded cable, the patient continued to have intermittent pump stops. Since (B)(6) 2020, the patient has had surgeries for infection and disease (I&d) of driveline which has exposed more driveline than was previously accessible. It was also reported that the patient¿s white patient cable of the controller had breakage. Upon abdominal x-ray review, the x-rays were deemed unremarkable and the breakage in the white power lead bend relief protector piece appeared to be cosmetic.